Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous distal right coronary artery (rca). A promus element, mr 2.75x28mm stent delivery system failed to cross the lesion. The stent delivery system was removed and stent damage was noted on the distal edge of the stent. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).